Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the atrial lead, undersensed p waves noted on stored atrial arrhythmia episode. The atrial lead remains in use. No patient complications have been reported as a result of this event.